Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to pocket failed. A field service engineer deleted the recovery medications and remained in cubies to resolve. The customer verified that they had reloaded the medications into the appropriate cubies. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system pocket was used at the station but was not recognized by the medication application. The customer reported that the cubies were physically present at the station. However, they were not accessible in the system when the customer attempted to dispense the medication. The customer has verified that they executed a station reboot and subsequently utilized the recover storage space function. However, the issue remains unresolved. Additionally, they replaced the cubies, but this action did not yield any improvement. There were no adverse events or injuries reported based on this incident.